Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was also reported that post implantation, the patient experienced pain, erosion, infection, extrusion, recurrence, dyspareunia, bleeding, vaginal scarring and urinary, bowel and neuromuscular problems. It was reported that patient underwent resection of tension free vaginal tape on (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a vaginal hysterectomy, bilateral salpingo-oophorectomy and cystoscopy due to dysfunctional uterine bleeding, menorrhagia, right lower quadrant pain and genuine stress urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.